Event description:
The customer reported that the axial images displayed on ra1000 are flipped horizontally and not in conventional display format. There was no reported pt injury associated with this event.

Manufacturer narrative:
Software will be updated to increase the visibility of the image orientation marker with square border and provide two additional markers on north and west sides of the images. (B) (4).